Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip not fully closing, grippers not responding to the lever, the inability to release the grasp, and the gripper line that came out in two pieces. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip xtr clip delivery system (cds) was inserted and grasped the leaflets, but the echocardiographer noted that the posterior leaflet was not inside the gripper, but the leaflet was below the gripper not captured by the frictional elements of the gripper. Attempts were made to release the leaflets, but the grippers did not respond to the gripper lever. It was then decided to deploy the first mitraclip where it was, but the clip did not fully close to 20 degrees; it only closed to between 30 and 35 degrees. The first mitraclip was deployed, but during removal of the gripper line, both ends came out simultaneously, in two pieces, without the normal resistance that is usually felt during gripper line removal. Instead of the gripper line coming out in one long piece, it was in two pieces of equal length. The entire gripper line was removed. Since mr grade remained 4 and was unchanged with the first clip, a second mitraclip was implanted reducing mr grade to 3. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Serious injury checked and malfunction unchecked. The device was not returned for investigation. Based on the reported information, it appears that the gripper line break caused the gripper actuation issue (difficult to open or close) and the subsequent difficulty to remove the clip from anatomy. The reported foreign body in patient appears to be related to deploying the first clip on one leaflet only (anterior leaflet) and is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a definitive cause for the gripper line break and mechanical jam of inability to close the clip cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.